Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the co2 absorber canister was cleaned, and the unit was returned to service. For 1 unit, the co2 canister was replaced and the bypass assembly was dried due to excessive moisture.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced unexpected therapeutic results. 2 events were reported for delivering high co2. These reports were received from various sources. Of the 2 events, 2 did involve patients. There was no patient information available.